Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the single port (sp) fenestrated bipolar forceps instrument was not responding to commands. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the failure was identified during a procedure on (B)(6) 2025 and was related to the fenestrated bipolar forceps instrument moving in the wrong direction since the intended direction was left and it moved down. There was no shakiness and/or friction observed. The issue occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv) while surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The procedure was completed with no patient injury nor delays.